Event description:
During a ptca/stent procedure, the stent came off of the stent delivery systems (sds) during use. The stent was snared and removed from the patients anatomy successfully. No patient effects were reported.